Event description:
Pt is wheelchair bound. Upon leaving a commercial establishment the chair became uncontrollable with erratic movements and began to tip. An observer succeeded in righting the chair and to turn it off.